Event description:
It was reported during implant attempt, the lead helix did not extend. The lead was not used. It was also reported that another lead was not implanted due to incorrect length. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.